Event description:
It was reported that the catheter could not be entered during catheter placement. It kept jumping towards the inside of the neck on its own. Upon removal of the stylet, it was found that the stylet was bent in the middle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent stylet is confirmed, but the exact cause could not be determined. The returned product was one groshong stiffening stylet. An initial visual observation showed no obvious use residues, and the stylet was observed to have a slight bend roughly midway along its length. Microscopic observation revealed nothing remarkable regarding the stylet braid. No further observations could be made at this time because of the device being returned opened, and as stated in the event description, the device was used. The complaint of a bent stylet after catheter placement is confirmed, but a root cause could not be determined due to the nature of the returned product. Many factors may contribute to this event including device manipulation prior to or during attempted use and attempted insertion against resistance.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the catheter could not be entered during catheter placement. It kept jumping towards the inside of the neck on its own. Upon removal of the stylet, it was found that the stylet was bent in the middle. No other information was provided.